Event description:
Data was evaluation. The reported event in which the patients estimated glucose values (egvs) went high, and the sensor stopped working was confirmed in the data. The data indicates that on (B)(6) 2020 the patients egvs were fairly normal and within range until 12:40 pm when the cgm began to experience a temporary sensor failure. After recovering from the temporary failure, the egvs rose quickly until the cgm experience another temporary sensor failure. After recovering from the second temporary failure, the egvs again continued to rise until 3:35 pm when the egvs reached the maximum displayable value of 401 mg/dl. The egvs then remained at 401 mg/dl until 4:45 pm when another temporary sensor failure was logged followed by sensor failure due to residual aberration at 5:55 pm that evening. Tandem was contacted for data relating to this report, however they indicated that they do not have data surrounding this incident. The probable cause was determined to be residual aberration via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. It was reported that the patient experienced an event three years ago in (B)(6) 2020, where the cgm and the tandem insulin pump stopped working. He remembered few details. At the time the sensor stopped working, he lost consciousness. His partner helped him get to the hospital for treatment. His bg level was over 1000 mg/dl. He remained in the hospital for a week until he recovered. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.